Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The device was not returned for analysis. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
During an intraocular lens (iol) implant surgery, a surgeon reported the lens to have a haptic that was hung up on a possible irregular capsule or possible capsular tear (not visualized). There was a small amount of vitreous coming from the inferior capsular bag during lens rotation. An anterior vitrectomy was performed and a suture was placed. The lens remained about ten degrees short of its proper axis. The device remains implanted.